Event description:
It was reported that a volume discrepancy occurred. The expected volume was 7.8ml; the actual volume was 13ml. It was unknown why more fluid was removed than expected. It was noted "the difference seemed quite high." There was no action planned; they wanted to confirm that the pump was working properly and delivering the correct dose. The pump was interrogated as part of the refill and there were no warnings or motor stalls etc. That came up. The patient bolus was enabled and the patient had been using it; 71 boluses, 6 non delivered since the last refill. The patient was fine at the refill and was getting effective therapy. There were no patient symptoms/injuries related to this event. The pump was delivering morphine, lignocaine and clonidine.

Manufacturer narrative:
(B)(4).